Event description:
A report of patient's explant scheduled for 2008 was reported. No information was provided for the reason of the explant. Bsn representative to follow-up for reason of explant. A report of the patient's precision system being explanted was received. The reason for the explant was not provided.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.